Event description:
A biased high prothrombin time (pt) result was reported on a patient sample. The result was reported to the physician. The sample was tested on an alternate analyzer and a lower result was obtained. The patient was treated on the basis of the initial biased high pt result. Vitamin k was administered to the patient who had been on coumadin therapy. There is no report of adverse outcome to the patient as a result of the biased high pt result or treatment change.

Manufacturer narrative:
The cause of the biased high pt result is unknown. Without further information on patient treatment it is not absolutely clear whether the innovin result was really falsely elevated. Both results (obtained with either the innovin and stago assay) were above the therapeutic range. In the initial phase of an anticoagulant therapy due to the depletion of certain coagulation factors, different pt reagents might react differently due to their differences in factor sensitivity. The instrument is performing within specifications. No further evaluation of the device is required.